Manufacturer narrative:
Mw5155618 was received indicating the power cord was damaged with copper exposed. It is likely the power cord needed to be replaced. Per the hillrom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the power cord and plug for nicks, cuts, and breaks. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. No contact information was received and no resolution was reported. It is likely the power cord would have been replaced to resolve the reported event. If any additional, relevant information is received, this record will be reassessed.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).